Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to some device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with six proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, one proglide device had a suture break in the rcfa and one had a suture break in the lcfa. The sutures of two new proglide devices were successfully pre-placed in each of the rcfa and lcfa. The sheath was upsized to 18f in the rcfa and the lcfa. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.